Event description:
This spontaneous case was reported by a consumer through social media and describes the occurrence of pelvic pain ("disabled by constant pain") and fatigue ("disabled by fatigue") in a female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On unknown dates she experienced pelvic pain (seriousness criterion disability), fatigue (seriousness criterion disability), nervous system disorder ("neurological sequelae") and paralysis ("loss of use of the left arm"). At the time of the report, the outcomes for these events were unknown. The reporter considered fatigue, nervous system disorder, paralysis and pelvic pain to be related to essure administration. Further company follow-up with the reporter, the consumer or the reporter is not possible. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer through social media and describes the occurrence of pelvic pain ("disabled by constant pain") and fatigue ("disabled by fatigue") in a female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On unknown dates she experienced pelvic pain (seriousness criterion disability), fatigue (seriousness criterion disability), nervous system disorder ("neurological sequelae") and monoplegia ("loss of use of the left arm"). At the time of the report, the outcomes for these events were unknown. The reporter considered fatigue, monoplegia, nervous system disorder and pelvic pain to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The following amendment was made: upon receiving a internal review, it was confirmed that cases (B)(4) are duplicates of each other. All the information from deleted duplicate case (B)(4) has been transferred to the retention case (B)(4). E2b company number added. Hence, this case should be deleted from bayer data base. Nullification reason: duplicate case is identified with fu information. No new follow-up information was received from the reporter. Further company follow-up with the reporter, the consumer or the reporter is not possible. Amendment: the report was amended for the following reason: upon receiving a internal review, it was confirmed that cases (B)(4) are duplicates of each other. All the information from deleted duplicate case (B)(4) has been transferred to the retention case (B)(4). E2b company number added. Hence, this case should be deleted from bayer data base. Nullification reason: duplicate case is identified with fu information. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer, through social media, and describes the occurrence of pelvic pain ("disabled by constant pain") and fatigue ("disabled by fatigue"). In a female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On unknown dates, she experienced pelvic pain (seriousness criterion disability), fatigue (seriousness criterion disability), nervous system disorder ("neurological sequelae") and monoplegia ("loss of use of the left arm"). At the time of the report, the outcomes for these events were unknown. The reporter considered, fatigue, monoplegia, nervous system disorder and pelvic pain to be related to essure administration. Quality safety evaluation of ptc: for essure: no defect could be confirmed, by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed, with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 16-sep-2022, quality safety evaluation of product technical complaint. Further company follow-up with the reporter. The consumer or the reporter is not possible. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.